Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas generated alert 60 indicating a ble board communication error, and the user was instructed to restart the device with assurance that therapy data would be retained, the alert recurred after restart, and the device was replaced; the user reported hyperglycemia to 330 mg/dl for approximately two hours without backup therapy or medical intervention. Symptoms included hyperglycemia without loss of consciousness or other acute sequelae. Outcomes included temporary interruption of automated insulin therapy and need for device replacement. The device was returned for evaluation. The ilet powers on when charged. However, in the about menu the bluetooth has no address indicating a possible u4 hover board chip error. The ilet was opened and a known good hoverboard was installed and a bluetooth address appeared. The hoverboard bluetooth was reprogrammed with link e0091 ble with no effect. The devices u4 bluetooth on the hoverboard failed and would not connect to mobile devices. Cause of failure is unknown. Patient complaint is confirmed.